Event description:
The patient was "awake" during the entire bilateral deep brain stimulation and electrode implant procedure. The trunion clutch of the crwprecise jammed or locked up during the procedure. As a result, surgery was delayed by about 15 to 20 minutes. The length of procedure was approximately 3 1/2 to 4 hours. The trunion clutch was cleared/remedied by the use of sterile mineral oil and the surgeons' strength.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.